Manufacturer narrative:
The axium prime coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged, stretched and had lost its shape and detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. Under the microscope, the coin was found located against the lumen stop with the shield coil stretched and with the implant coil detached. The retainer ring appeared to be damaged and ovalized. We were unable to determine the cause of pre-mature detachment as there was no further detail of the event provided. It is possible that bends in the pushwire, damages to the retainer ring and stretching of the implant coil can lead to the pre-mature detachment of the implant coil from the pushwire. A bend in the pushwire can cause the release wire to pull back momentarily, subsequently, causing the implant coil to detach from the pushwire. In addition, the ovalized nature of the retainer ring can lead to the detachment of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." ¿due to the delicate nature of the axium prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." Also, ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil was prematurely detached. No patient injury was reported. No further information was provided.